Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted device header separation. The setscrews were stuck. Microscopic visual inspection noted drill damages in the front of the lead barrel, the proximal ventricular setscrew and in the back of its connector block. A wrench tip was broken off, in the up position, in the proximal ventricular setscrew hex slot and its hex slot was damaged. The proximal ventricular retainer ring was bent. In addition, a lead terminal pin was returned in both lead barrels. Both lead terminal pins were removed without difficulty. Microscopic visual inspection of the inner seal rings revealed evidence of silicone to silicone bonding in the ventricle inner seal ring. The stuck setscrew and damage to the header was due to silicone to silicon bonding between the lead body insulation and header inner seal ring.

Event description:
Crm received information that during a device replacement procedure, the set screws of this device were stuck.